Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface circuit board. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
Customer reported via phone call that he fell on his insulin pump and it turned off. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display but the customer was unable to get the display to return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.